Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer explained that she went to dinner and bloused and her blood glucose went to 400 mg/dl. The customer changed the infusion set and gave another bolus. Troubleshooting was declined. The insulin pump will not be returned for analysis. Concomitant products: frn-model unknown¿reservoir' unomedical infusion set.

Event description:
It was attempted to contact the customer to confirm if they were using the auto mode feature at the time of the high blood glucose incident but they had to leave a voice mail.